Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been experiencing high blood glucose. The customer treated with bolus, but it was not dropping takes a couple of hours to drop. The customer's blood glucose ranged between 74mg/dl-400mg/dl. The customer was advised to call back when they receive tubing clamp to perform high pressure test.